Event description:
I had saline filled breast implants placed in early 2007, four months later, I noticed swelling in my ankles but did not have pain until about august of that year. After a visit to my pcp, I had a + rf test and I was sent to a local rheumatologist. Since then, I have had a total body bone scan that shows "arthritis" in almost all my joints. I have now been referred to wake forest because I have not presented as a "typical" case. I have had some pain in both breasts but nothing to notice externally. Just recently followed up with plastic surgeon that placed them and found out that coverage for them to be removed is not covered by my insurance although my insurance co. Said that if they are making me sick it would be covered. Needless to say, the surgeon completely dismisses any relationship between my illness and the implants. We need definitive testing to see if the chemicals in the silicone shell are potentially harmful to anyone --- not only most.